Event description:
Related manufacturer reference number: 3006705815-2022-00958. It was reported that patient lost effective therapy on her right foot. X-rays revealed both the leads migrated up a level. Reprogramming was not able to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) where in the leads were repositioned restoring effective therapy.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.